Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of implant/malposition of essure device location of device"), device expulsion ("expulsion of essure device/migration of essure device location of device: device came out"), pelvic inflammatory disease ("pelvic inflammatory disease.") And genital haemorrhage ("heavy bleeding, blood clots") in a 37-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included abdominal cramps, alopecia, pap smear abnormal, cholecystectomy, loop electrosurgical excision procedure and uterine prolapse. Concomitant products included doxycycline and doxycycline hyclate (doxy). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"), 1 day after insertion of essure. In (B)(6) 2009, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient was found to have smear cervix abnormal ("reproductive system disorder or condition type of disorder or condition: abnormal pap smear"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), unevaluable event ("urinary"), mental disorder ("psychological condition/ psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder"), bacterial infection ("infection type: bacterial infections") and menorrhagia ("menorrhagia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2009/ hysterectomy/ salpingectomy /oophorectomy ). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic inflammatory disease, abdominal pain, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, hormone level abnormal, mental disorder, reproductive tract disorder, bacterial infection, smear cervix abnormal and vaginal discharge outcome was unknown, the genital haemorrhage, pelvic pain, back pain, vaginal haemorrhage, nausea, fatigue and menorrhagia was resolving and the headache and unevaluable event had resolved. The reporter considered abdominal pain, back pain, bacterial infection, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, smear cervix abnormal, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2009 she complained that her problems w/essure, 2. Pt states that she expelled the tubal coil over the weekend, she c/o severe pelvic pain that has not been relieved with pain meds over the past 4 months. Pain has not improved even after passing the coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Events infection type: bacterial infections, reproductive system disorder or condition type of disorder or condition: abnormal pap smear, menorrhagia, vaginal discharge were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in united states on 17-nov-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, migration of implant, pain, headaches, blood clots, abdominal pain, and back pain. She had surgery to remove the essure implant on (B)(6) 2009. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, blood clots (seen as genital bleeding) and migration of implant. She had surgery to remove the essure implant. The events are considered anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. There is also a risk that the device could move out of fallopian tubes. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/malposition of essure device location of device"), device breakage ("device breakage"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding, blood clots") in a 37-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), menorrhagia ("urinary"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), the second episode of headache ("headache="), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), vaginal discharge ("hormonal changes"), hormone level abnormal ("hormonal changes"), mental disorder ("psychological condition") and reproductive tract disorder ("reproductive system disorder"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2009/hysterectomy/salpingectomy /oophorectomy), surgery (underwent hysterectomy/salpingectomy /oophorectomy) and surgery (underwent hysterectomy/salpingectomy /oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, device breakage, device expulsion, pelvic pain, abdominal pain, back pain, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, hormone level abnormal, mental disorder and reproductive tract disorder outcome was unknown, the genital haemorrhage, the last episode of headache and fatigue was resolving and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain, back pain, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of headache and the second episode of headache to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number 627741 added. The following events were provided: vaginal haemorrhage, menorrhagia, infection bladder, urinary infection, urinary tract infection, vaginal infection, apareunia, essure microinsert migration and essure expulsion, migraines, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), , vaginal discharge, altered hormone level, psychological disorder nos, reproductive tract disorder nosessure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease."), device breakage ("device breakage"), device dislocation ("migration of implant/malposition of essure device location of device"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding, blood clots") in a 37-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included abdominal cramps, alopecia, pap smear abnormal, cholecystectomy, loop electrosurgical excision procedure and uterine prolapse. Concomitant products included doxycycline and doxycycline hyclate (doxy [doxycycline hyclate]). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), unevaluable event ("urinary"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), the second episode of headache ("headache="), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), the first episode of hormone level abnormal ("hormonal changes"), the second episode of hormone level abnormal ("hormonal changes"), mental disorder ("psychological condition") and reproductive tract disorder ("reproductive system disorder"). The patient was treated with surgery (underwent hysterectomy/salpingectomy /oophorectomy), surgery (surgery to remove the essure implant on (B)(6) 2009 /hysterectomy/salpingectomy /oophorectomy) and surgery (underwent hysterectomy/salpingectomy /oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, device expulsion, pelvic pain, abdominal pain, back pain, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, the last episode of hormone level abnormal, mental disorder and reproductive tract disorder outcome was unknown, the genital haemorrhage, the last episode of headache and fatigue was resolving and the vaginal haemorrhage, unevaluable event and nausea had resolved. The reporter considered abdominal pain, back pain, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, unevaluable event, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of headache, the first episode of hormone level abnormal, the second episode of headache and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2009 she complained that her problems w/essure, 2. Pt states that she expelled the tubal coil over the weekend, she c/o severe pelvic pain that has not been relieved with pain meds over the past 4 months. Pain has not improved even after passing the coil. Diagnostic results: specimen: uterus, cervix, right and left tubes and ovaries most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: new reporter added and case became medically confirmed, patient relevant history, concomitant medication and lab data added. Essure expiration date (B)(6) 2010 and new event pelvic inflammatory disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of implant/malposition of essure device location of device"), device expulsion ("expulsion of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease.") And genital haemorrhage ("heavy bleeding, blood clots") in a 37-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's concurrent conditions included abdominal cramps, alopecia, pap smear abnormal, cholecystectomy, loop electrosurgical excision procedure and uterine prolapse. Concomitant products included doxycycline and doxycycline hyclate (doxy [doxycycline hyclate]). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), unevaluable event ("urinary"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), the second episode of headache ("headache="), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), the first episode of hormone level abnormal ("hormonal changes"), the second episode of hormone level abnormal ("hormonal changes"), mental disorder ("psychological condition") and reproductive tract disorder ("reproductive system disorder"). The patient was treated with surgery (underwent hysterectomy/salpingectomy /oophorectomy), surgery (surgery to remove the essure implant on (B)(6) 2009 /hysterectomy/salpingectomy /oophorectomy) and surgery (underwent hysterectomy/salpingectomy /oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, the last episode of hormone level abnormal, mental disorder and reproductive tract disorder outcome was unknown, the genital haemorrhage, the last episode of headache and fatigue was resolving and the vaginal haemorrhage, unevaluable event and nausea had resolved. The reporter considered abdominal pain, back pain, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, unevaluable event, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of headache, the first episode of hormone level abnormal, the second episode of headache and the second episode of hormone level abnormal to be related to essure. The reporter commented: on (B)(6) 2009 she complained that her problems w/essure, 2. Pt states that she expelled the tubal coil over the weekend, she c/o severe pelvic pain that has not been relieved with pain meds over the past 4 months. Pain has not improved even after passing the coil. Diagnostic results: specimen: uterus, cervix, right and left tubes and ovaries . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, blood clots (seen as genital bleeding) and migration of implant. She had surgery to remove the essure implant. The events are considered anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. There is also a risk that the device could move out of fallopian tubes. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.